Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete event, patient and device information. Further information was requested but not received. Implant date is unknown. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014.

Event description:
It was reported by physician that the ipg has reached end of life. The course of action is unknown at this time.